Event description:
It was reported that the transmitter caught on fire after being plugged into a power outlet, which included visible sparks and smoke coming from the transmitter. The transmitter was replaced to resolve the event. The user did not experience any adverse health consequences due to the event.

Manufacturer narrative:
The field complaint of the transmitter sustaining burn damage out of the usb port was verified. The visual inspection did not reveal any physical damage to the outer plastic casing of the ac power adapter or to the outer plastic housing of the transmitter. After opening the ac power adapter, there weren't burnt components observed on the main circuit board. Upon opening the transmitter, burnt components were observed on the usb port side of the main pcb. Unable to test the unit with a working ac power adapter due to the burn damage that the transmitter main pcb sustained. High current flow through the ac wall power outlet damaged and burned the transmitter main pcb causing the no power issue.